Event description:
On 2025-mar-13 information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they were seeing a maximum settings message on their handset and they can't increase stimulation to their usual levels on any program. Patient said they first noticed this "months" ago and have also noticed ins was not helping with their symptoms anymore. Redirected to health care provider (hcp) to address the issue. On 2025-may-06 additional information was received from the patient. They reported that the cause of the max settings message was not determined. They did indicated though that the lead wire disconnected from the device because they hit their backside when they fell. They met with their provider and it was determined what was wrong and they are having surgery to correct it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.